Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between the insulin pump and transmitter, a significant discrepancy between the sensor glucose and blood glucose values, a sensor updating alert, and a calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Mmt-7841zn. Troubleshooting was performed for difference between glucose values. Insulin delivery was not suspended. Blood glucose value was 92 mg/dl and sensor glucose value was 400 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshoting was performed for a loss of communication between insulin pump and transmitter. Deleted the transmitter serial number from the pump and re-paired but the transmitter would still not communicate/trigger a "sensor connected" alert." Troubleshooting was performed for sensor alert and customer experience behavior for longer than 3 hours and non-serialized product being replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.